Event description:
It was reported that there was a catheter issue. It was initially thought that pump was not working and the patient was admitted to the hospital because there was a problem with the pump. The healthcare provider (hcp) confirmed the patient did not have overdose. The nurse though the pump was misplaced and the drug was infusing into the subcutaneous tissue. Logs were checked and the logs showed that there was nothing wrong with the pump. A dye study was done because the patient went into withdrawal after a new pump was implanted. The catheter was kinked and there was an occlusion. The location of the catheter issue was unknown. The patient was admitted into the hospital on (B)(6) 2015 and was being treated for withdrawal symptoms. The patient had symptoms of fever, pain, sweating (diaphoresis), and less than 50% therapy relief. A dye study, rotor/roller study and x-rays were done. The catheter remained in service, not functioning. The plan was for a catheter revision on (B)(6) 2015. The event date was (B)(6) 2015. The pump system was delivering prialt and fentanyl. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID neu_unknown_cath, product type: catheter. (B)(4).